Manufacturer narrative:
Overall investigation summary: a complaint was received on optivantage system serial number (B)(4) alleging additional failures after a previous incident on complaint (B)(4). Qa investigation learned that error codes identified, repair, and unit disposition described in previous complaint (B)(4) (ref. Service # (B)(4)) also covers this complaint, as was performed after both incidents. Cts history search confirms relationship described above for these two complaints. Impact assessment summary: (B)(4). Root / probable cause code. Equipment/instrument - software. Root / probable cause summary: see failure mode (see components and overall investigation summary). No further investigation needed at this time. Qa will continue to monitor and trend for similar issues. No CAPA at this time, these trends and issues are reported on during quality metrics reviews and during the management review meetings to consider input for corrective action. Disposition summary: same as described in previous complaint (B)(4).

Event description:
This incident was reported by a facility in (B)(6) on (B)(6) 2021. The reporter states that the injector did failed 2 times this early morning. One time the injector had red screen and was needed to put out and on again before it could be used again. Because of this failure the investigation took much longer than preferable. This happened during a trauma setting, with a patient that had a lot of pain and patient was not stable enough to give pain medication in the CT room.